Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. It was stated that the air bubbles occurred after 3 hours. The size of the bubble was 1.5 cm. The customer did store insulin at room temperature, handling is correct, no prefilled reservoirs are in use, no rewind done with reservoir in place and no leaks were found. Blood glucose value was 164 mg/dl. It was advised to review the relevant instructions for use. The reservoir will not be returned for analysis.